Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for approximately 1 week and a bg level of 400 (mg/dl) on (B)(6) 2016. Reportedly, customer is using insulin from a sample vial of novolog. Customer changed pump supplies, administered boluses, and adjusted insulin basal rates to treat bg levels; however, bg levels have remained elevated. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will try administering insulin injections to treat bg levels and will contact their health care provider to discuss diabetes management.